Event description:
The customer called in for assistance with removing the battery cap on the insulin pump. During the call the customer reported being hospitalized for low blood glucose. The blood glucose reading was 20mg/dl. Troubleshooting was performed. The customer stated that the paramedics broke the holster when trying to remove the device. The customer stated that she was working in the back yard and then she passed out due to the low blood glucose. The settings on the insulin pump were correct. The basals, daily totals, and bolus history were accurate. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.